Event description:
A healthcare professional reported that a patient was injected with juvéderm® voluma¿ with lidocaine, juvéderm® volift¿ with lidocaine, and harmonyca¿ with lidocaine during a training. An adverse reaction happened post injection at the site of injection. The patient experienced pain and tenderness. There was swelling in the nasal wings along the nose to the medial corner of the eye.

Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.